Event description:
It was reported that on (B)(6)2023, a 18mm amplatzer amulet left atrial appendage occluder was implanted using 12f amplatzer torqvue 45x45 delivery sheath. On an unknown date between (B)(6)2023 to (B)(6)2023, the patient was presented in the emergency room with shortness of breath. A pericardial effusion was noted and a pericardiocentesis was performed. The amulet remained implanted. The patient was reported as stable.

Manufacturer narrative:
An event of dyspnea and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that the patient was presented in the emergency room with shortness of breath. A pericardial effusion was noted which lead to cardiac tamponade and a pericardiocentesis was performed. The amulet remained implanted. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 medical device problem code: code 2993 removed

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer amulet left atrial appendage occluder was implanted using 12f amplatzer torqvue 45x45 delivery sheath. On an unknown date between (B)(6) 2023 to (B)(6) 2023, the patient was presented in the emergency room with shortness of breath. A pericardial effusion was noted and a pericardiocentesis was performed. The amulet remained implanted. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.